Event description:
Additional information was received from the rep. It was reported that they provided the tracking information of the product return status.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues with the controller finding the implant and the issue began probably a week ago. Patient stated the controller was not finding their device and this morning they did a controller reset and that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed green light was flashing above the screen. Patient then unlocked the controller and saw no device found. Patient attempted to initiate a recharge session of their implant, but got no device found. Patient moved the recharger and hit try again and got the connect the recharger message; agent had patient unplug the recharger and inspect the controller port for any visible damage. Patient confirmed no damage to the controller port and plugged the recharger back into the controller to start a charge session. Patient entered passive recharge mode and saw 91 and 92. The controller kept bouncing back and forth between checking recharge quality and looking for device while the number values stayed at 92. The session ended and the unable to recharge implant message popped up. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back and received the replacement controller but still got no device found. During the call patient plugged the recharger and got 59/83/85 on passive recharge. Agent placed patient on a hold and when agent got back they got the unable to recharge message. Patient confirmed the recharger was still over the implant. Patient called back stating they received the replacement recharger; however, they still were not able to progress past no device found. Patient reported they reset the controller and went through passive recharge mode more than once with 93 and 94, but the issue had not resolved. Patient reported setup for implant screen each time they turned the controller on. Agent had patient removed battery pack and plug empty controller into ac power supply; patient reported setup for implant. Patient reinserted the battery pack and pressed implant. Screen displayed connect the recharger, which patient then did. Patient reported no device found and pressed recharge; screen again displayed no device found. Agent reviewed setup information and an email was sent to repair for replacement controller.

Event description:
Per additional information received on 30january2025 manufacturer representative (rep) was meeting with the pt in person and found that they had been in passive recharge mode for a couple of hours(numbers 92, 92, 92) and had used 2 different controllers, 2 different rechargers, and 1 different battery pack, but the pt was still stuck in passive recharge mode. Pt last successfully charged their ins in the 2nd/3rd week of november, but had not been able to charge since then rep. Said they had gone through at least 25 cycles of passive recharge mode today. Technical services (tss) had rep disable and enable device and rep. Still got no device found and entered passive recharge mode. Rep tried to connect using tablet and got no device response even when holding communicator directly against the implantable neurostimulator (ins). Tss ensured rep was using most up to date equipment for pt charging and had them perform the disable and enable device feature a second time. Rep entered passive recharge mode with numbers at 82, 92, 93. Pt did not hav e any significant weight gain or loss over the last year. Pt denied any major falls or traumas, but did mentioned they had couple of small trips and falls. Tss transferred to hcit and emailed rep. To gather log files. Tss also suggested staying in passive recharge mode for another 20 minutes and then trying cp app communication again. Per additional information received from the patient on (B)(6) 2025, patient stated that they tried everything to resolve the communication issue but nothing worked. The issue was not resolved and stated that they have a four hour appointment on (B)(6) 2025 to see if it will get going again. Patient weight was 150 lbs at the time this event occurred.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional device codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b1 updated. Section b2 updated. Section b5 updated. Section d6b updated. Section h1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep that they discussed with the patient and scheduled the date to explant the implantable neurostimulator (ins) on (B)(6) 2025.

Manufacturer narrative:
Session b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Opened case to re-assign it and to send email to mdt rep that ins explant recommended since there isn't any further troubleshooting to be done and troubleshooting has not resolved the communication issues.

Event description:
Information received from the representative that implantable neurostimulator (ins) was explained and sent for return on 2/24/2025.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient called back and repeated previously documented information. Patient mentioned they were still having the same issue. Patient mentioned they had a phone number, reached out but didn't hear from anyone. The patient was redirected to their healthcare provider.